Event description:
It was reported that the patient had the implantable neurostimulator (ins) moved from her buttock to her abdomen. It was noted that this "required 4 incisions." The patient stated that her "abdomen was swollen and required 6 stitches when her ins was moved." The patient experienced pain when walking and had never had pain in the abdomen before the procedure. It was further reported that the "physician told the patient that the incision looked good and was healing nicely." It was noted that the patient stated that her "abdomen hurt and was swollen."

Manufacturer narrative:
Product ID, 3889-28 lot# va005rz serial#, implanted: 2012 (B)(6), explanted: product type lead product ID, 3095-25 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension. (B)(4).